Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had a missing cannula. The customer reported that sensor alarmed multiple lost sensor errors and the blood glucose levels was 10.6 mmol/l at the time of incident. The customer reported she had high blood glucose levels and had pain all over the leg and thigh. The customer reported that the sensor gave calibration error and change sensor alarms. The customer reported that she checked abdomen but did not notice anything sticking out. Product is not expected to return for analysis.